Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. Two days after onset, the patient was hospitalized for the suspected peritonitis event. The cause of the suspected peritonitis was unknown. On unreported date(s), the patient was treated prophylactically with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the suspected peritonitis event. Dianeal therapy was ongoing. The patient was not yet recovered from the suspected peritonitis event. No additional information is available.